Event description:
It was further reported that on an unknown date in (B)(6) 2013, the patient experienced angina. The patient was hospitalized on (B)(6) 2013 and was advised for coronary angiography which revealed in-stent restenosis within the mid left anterior descending artery(lad) and limiting lesion in the right coronary artery(rca). Furthermore, the proximal rca vessel was intervened with the drug eluting stent. The site has confirmed that there was no additional intervention in the mid left anterior descending artery and that angina was due to a de novo lesion in the right coronary artery. A day post hospitalization, the event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel.

Event description:
(B)(4) trial. Same case as 2134265-2013-07482, 2134265-2013-07483, 2134265-2013-07484. It was reported that the patient experienced angina. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization which revealed three target lesions. The first target lesion was a 60% stenosed de novo lesion located in the left main coronary artery that was 10mm long with a reference vessel diameter of 4.5mm. The first lesion was treated with predilation and placement of a 12mm x 4.00mm taxus element drug eluting stent resulting to 0% residual stenosis. The second target lesion was a 60% stenosed de novo lesion located in the proximal left anterior descending artery extending to the mid left anterior descending artery that was 45mm long with a reference vessel diameter of 3mm. The second lesion was treated with predilatation and placement of a 2.75mm x 16mm and 2.50mmx 32mm taxus element drug eluting stent resulting to 0% residual stenosis. The third target lesion was an 80% stenosed de novo lesion located in the proximal left circumflex artery that was 15mm long with a reference vessel diameter of 3.5mm. The third lesion was treated with predilatation and placement of a 3.50mm x 16mm taxus element drug eluting stent resulting to 0% residual stenosis. Two days post stenting procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient experienced angina and the outcome of the event is still unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).